Event description:
Catheter broke at tubing.

Manufacturer narrative:
The customer reported that on 5/19/2023. "Foley catheter broke at end of tubing before the balloon port, catheter seemed to be leaking beforehand. Catheter removed from patient easily. Catheter sent away for product malfunction." No additional details are available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.